Event description:
It was reported that the 8mm shaver broke while turning in the disc space. There were no patient complications.

Manufacturer narrative:
(B)(4): the device has not been returned to medtronic for evaluation. A review of the device history records found no information to indicate a non-conformance to specification. Unable to determine cause of the reported event.

Manufacturer narrative:
Visually confirmed instrument tip broken approximately 27mm from the tip. Microscopic examination of the fracture surface reveals a quasi-brittle angulated fracture with river lines indicative of torsional overload. The observations are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.